Event description:
The hcp reported the pt developed a severe systemic infection at the neurostimulator site. The pt's symptoms included lymphadenopathy, redness and edema. The pt was hospitalized and treated with IV antibiotics. The neurostimulator was explanted. The lead wires were clipped and remain in the pt. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received. Refer to medwatch report #6004209178200704391.

Manufacturer narrative:
(B)(4).